Event description:
A malfunction on the pump was reported by the caller. The issue resulted in the customer¿s blood glucose level reaching 471 mg/dl. The customer performed a correction injection using multiple daily injections to address the high blood glucose level. Technical support provided instructions on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred.